Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that pen ndl 32g 4mm 90 CT mail order only was missing the expiration date. This occurred on 2 occasions. The following information was provided by the initial reporter: material no: 320883. Batch no: 7045818. It was reported that the expiration dates were missing from 4 boxes. Verbatim: consumer reported no expiration dates on 4 boxes of the bd ultra-fine pen needles. Consumer stated she did use a fair amount of them. Advised consumer that bd tests the products for 5 years.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. The customer's address is unknown. (B)(6) has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm 90 CT mail order only was missing the expiration date. This occurred on 2 occasions. The following information was provided by the initial reporter: material no: 320883, batch no: 7045818. It was reported that the expiration dates were missing from 4 boxes. Verbatim: consumer reported no expiration dates on 4 boxes of the bd ultra-fine pen needles. Consumer stated she did use a fair amount of them. Advised consumer that bd tests the products for 5 years.